Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation

Event description:
Customer reports extreme pain in unspecified location and ground glass opacities from undiagnosed lung disease. Emergency room md seen. Received two CT scans, antibiotics, prednisone & zofran. Blood work with unknown results. Recommendation of discontinued use of sc device.